Event description:
It was reported that the patient underwent a tsa procedure on (B)(6) 2019 where an arthrex ball and socket (pns unknown, pending operative report) were implanted into the patient¿s right shoulder. During the patient¿s follow up appointment, the patient complained of pain in his right shoulder and an x-ray was taken. According to the surgeon, there was nothing showing on the x-ray that was unusual. The surgeon suggested the pain was due to internal sutures in the patient¿s bicep but no further medical treatment was performed. The patient opted to see a different surgeon for the pain and in (B)(6) 2021 (exact date unknown, pending operative report), a laparoscopic procedure was performed for an internal visual. Once inside the joint, the surgeon found that the socket had exploded. He broke down the fragments and removed the fragments and cement from the tsa procedure arthroscopically¿no devices were implanted during this procedure. To date, the patient is still experiencing pain in the right shoulder as it is now ball on bone and also has a decrease in rom. The patient has seen a third surgeon who has suggested an rtsa, however, no procedure has been scheduled. Additional information provided 11/1/2021: operative reports have been provided and have been attached for both, the original tsa procedure performed on (B)(6) 2019 and the laparoscopic procedure performed on (B)(6) 2021. Requested the scrub sheet from the tsa procedure as pns were not documented on these reports.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.